Manufacturer narrative:
Date rec'd by MFR: 20jun2019. The manufacturer¿s field service engineer (fse) confirmed the reported unknown noise issue. The fse opened the machine interior, found that the front connecting hose of the turbine was loose, and connected the front hose of the turbine without replacing the fittings to address the problem. The device returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 07aug2019, date of report : 07aug2019. There was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported unknown noise. There was patient involvement, but no one was harmed. On (B)(6) 2019 there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/11/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported unknown noise. There was patient involvement, but no one was harmed.